Event description:
Physician's office indicated that during a patient visit, the patient's device was interrogated and the off time was determined to be incorrect. The cause of the setting change is unknown at this time.